Event description:
The customer reported that there was no display.

Manufacturer narrative:
(B)(4). The customer reported that there was no display. The device was evaluated by a philips field service engineer. The symptom was verified. The display assembly was replaced to resolve the issue.